Event description:
It was reported that: "revised in 2003 for loose tibial component. A ts tibia tray and insert were put in. The pt recently presented with pain. As discovered pre op the size 7 femur doesn't mate with the #11 tibia. This was discussed with surgeon and was revised to a #9 femur. A new femur (ts) w/ a stem was implanted w/ augments and a new insert was put in."

Manufacturer narrative:
The series 7000 primary femoral ms mold#898 cat# 7120-0007l; lot# 94v955; sterile lot # 9501m; manufactured in january 1995 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. The exact implantation date was not provided, however, it was indicated that the reported tibial insert was implanted in 2003 and the femoral component was implanted in 1995. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. A supplemental report will be submitted upon completion of the investigation. However, only the reported tibial insert has been returned and the reported femoral component has not been returned for evaluation.